Manufacturer narrative:
The lot number for the device is unknown; therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a vein in the left arm ruptured during a pta of the vessel, resulting in extravasation. Reportedly, the vein measured 8mm in diameter and the pta balloon was inflated to nominal pressure when the rupture occurred. The pta catheter was removed without incident. Treatment of the rupture consisted of insertion of a tracheobronchial stent graft device through the same access site; however, the delivery system catheter kinked during insertion. Another device was successfully advanced and the tracheobronchial stent graft was successfully deployed at the site of rupture without further incident. Imaging demonstrated suitable patency results with no further sign of extravasation. The patient reported to be asymptomatic.